Event description:
Tech found bed in bed shop. A 'broken' note was on the bed. Tech found -the foot hi/low section slowly drifts down found. The hi/low foot down valve was stuck. Cause was contamination in hydraulic fluid. He replaced hi/low foot down valve to resolve.